Manufacturer narrative:
(B)(4). Section g4: this product is not sold in the USA however it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the complaint rt109 adult anaesthesia circuit was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the complaint device revealed that the breathing circuit tubing was found loose at the y-piece end. No damage was observed to the y-piece or the tube cuffs, however slight indentations were observed on the tubing next to both tube cuffs. The tubing was reconnected to the distal connector and it was found that a tight connection was able to be achieved. Conclusion: we were unable to determine what may have caused the reported event. All rt109 adult anaesthesia circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt109 adult anaesthesia circuits state the following: "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged.". "Check all connections are tight before use.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Event description:
A distributor reported on behalf of a healthcare facility in japan that the tubing and y-piece of a rt109 adult anaesthesia circuit disconnected and triggered the ventilator alarm. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section g4: this product is not sold in the USA however it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the complaint rt109 adult anaesthesia circuits was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Results: visual inspection of the complaint device revealed that both breathing circuit limbs were found loose at the y-piece connector end. No damage was observed to the y-piece connector or the tube cuffs, however damage was observed next to both cuffs. A tight connection between the tube and the y-piece connector was found upon reattaching the tube and the y-piece connector. Conclusion: we were unable to determine what may have caused the reported event. All rt109 adult anaesthesia circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt109 adult anaesthesia circuits state the following: "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that the tubing and y-piece of a rt109 adult anaesthesia circuit disconnected and trigerred the ventilator alarm. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). This product is not sold in the USA however it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The complaint device rt109 is currently en-route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the tubing and y-piece of a rt109 adult anaesthesia circuit disconnected and trigerred the ventilator alarm. There was no reported patient consequence.